Manufacturer narrative:
Requests have been made for add'l info, however, to date the requested info has not been received. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. The pump component and a portion of tubing were the sole items received and were therefore detached from any other components. Examination of the surfaces of the distal tube ends revealed markings indicating contact with sharp instrumentation across the entire cross sectional surface. Because these components were released according to mfg and quality control procedures, qa concluded that any observed instrument damage occurred subsequent to the device packaging being opened. In addition, because the expected use of the device combined with the observed damage to the distal tube ends would have resulted in spontaneous fluid loss, qa concluded that the damage most likely occurred during or subsequent to explant. Examination of the returned components revealed a complete separation of the serialized outlet through the strain relief. Examination of the surfaces of the separation revealed markings indicating contact with sharp instrumentation around the outer section of the cross sectional surface and smooth surfaces around the inner circumference. Qa has been unable to duplicate markings of this nature. The leakage pressure test, inlet valve test, and back pressure test, could not be completed because the device was returned with the tubing cut too close to the connector on the inlet tube, leaving inadequate tubing to hook up to the test panel. The pump fill test could not be completed because the separation noted in the serialized strain relief disabled the spring/ball assembly. Additionally pt authorization to alter the device was requested but not received. The observed separation of components would allow the loss of fluid, however because the limited info does not indicate the location of the noted "leakage", any factors that may have contributed to this leakage, or any implant info, and because the testing of the returned component was limited, qa is precluded from determining the cause of the reported event, or the sequence of events leading to it.

Event description:
Per the info provided to co by the physician's office, the device was removed due to "leakage." As reported to co, only the connectors and pump were removed and replaced, leaving the rest of the device in place.